Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image noise issue could not be determined, however, the issue was likely the result of a damage charged coupled device (ccd) unit during user handling. The event may be detected by following the instructions for use section below: ¿- inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned for evaluation and the customer¿s reported problem was confirmed. The device evaluation found noisy image that was not recognizable. The allegation of abnormal image color was however not able to be confirmed during the evaluation. During the evaluation it was found that the image sensor was broken. The concerned product has been repaired twice in the past year. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope was showing a mosaic image on the screen with incorrect color. The issue was found during reprocessing. There were no reports of patient harm.